Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion as located in a moderately tortuous and mildly calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced to the lesion. The balloon was inflated three times, however the balloon ruptured at 15 atmospheres on the third inflation after being inflated for ten seconds. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.